Event description:
It was reported that during a device check-up, increased capture threshold and decreased r-wave sensing were noted. It was noted that the patient could feel muscle stimulation from the pacing pulse. The lead was explanted and returned.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 12.5-12.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.